Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact damaged, corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, broken belt clip rails, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and label damage. Cosmetic damage was confirmed at the back of the pump. Moisture damage was confirmed found on the battery tube. Battery cap contact damaged was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer that damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1712k was returned for analysis.